Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the cable of 8mm maryland bipolar forceps instrument was defective. Additionally, the cautery function on instrument would not work. The procedure was completed with no reported injury. There were no reports of fragment(s) falling into the patient's anatomy. Isi followed up with the initial reporter and obtained the following additional information: the color of the cable was silver and frayed. The customer reported that during the visual inspection, there were no signs of thermal damage at the fracture site and no arcing occurred during the procedure and only the coagulation line was criticized by the surgeon. No photos were available to be provided.